Event description:
The hcp reported the patient presented in 01/2006 with redness,drainage,pocket erosion,and pump erosion through the skin. Cultures of the device pocket and lumbar region were done with no organism growth. The patient was treated with both IV and oral antibiotics and total device system explant. The infection is reported to have resolved the patient experienced a 40 pound weight loss with indentified risk factors of debillitated status and cancer.